Event description:
Citation: xianli lv, et al. Embolization of intracranial dural arteriovenous fistulas with onyx-18. European journal of radiology 73 (2010) 664-671 volume 73, issue 3, march 2010. The following report was received by medtronic (covidien) through review of literature: one microcatheter became stuck during embolization. Marathon or echelon 10 microcatheters were used for the embolization procedure. It is unknown which of the two microcathers was involved in the catheter entrapment.

Manufacturer narrative:
Http://cat.inist.fr/amodele=affichen+cpsidt=22580455 this report was created to capture the events related to the onyx. The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Per the onyx IFU (instructions for use): do not allow more than 1 cm of onyx les to reflux back over catheter tip. Reference (B)(4). Information received from the same article as mfrs: 2029214-2015-00660 2029214-2015-00661.